Event description:
It was reported a trauma to small area of wound bed on removal of durafiber ag dressing despite soaking off in warm water.

Manufacturer narrative:
Device was not evaluated due to no samples were returned for evaluation. Investigation results: as of today, no product return for this complaint has become available so the investigation has focused on a review of the batch manufacturing records and been passed to a medical specialist for comment. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. The medical review summarized the following: it cannot be determined which of the products used, contributed to the reported "trauma to a small area of the wound bed", based on the documentation provided. However it has been communicated that there is no indication of the patient experiencing any additional complications, and the issue has resolved. No further medical assessment is warranted at this time.